Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a whitish foreign material inside of the air / water tube, cylinder, and in the bending section cover adhesive additional findings include the following: the scope cover plate was detached, the air / water cylinder had no color, the suction cylinder had no color, the control unit had a crack, the mouthpiece had corrosion, water tightness was lost due to a pinhole in the bending section cover, the insulation resistance value at the distal end did not meet the standard value due to a pinhole in the bending section cover, the play of the up / down knob was out of the standard value due to wear of the angle wire, the light guide lens had a crack, the bending tube was deformed, and the connecting tube had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a hole at the distal end. The device was returned for evaluation. During the device evaluation, a whitish foreign material inside of the air / water tube, cylinder, and in the bending section cover adhesive was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, due to leakage from the distal sheath, proper reprocessing may not have been possible, and the foreign object may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.